Manufacturer narrative:
(B)(4). The complaint nasal interface is en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the opt942 nasal cannula had ripped no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complete complaint cannula and one cannula tube were received and were visually inspected. Results: visual inspection revealed that in both cases the tubing had been pulled apart near the manifold. Conclusion: the observed damage is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt942 nasal cannula contain the following warning: do not crush or stretch tube, to prevent loss of therapy.

Event description:
A hospital in (B)(6) reported that the opt942 nasal cannula had ripped no patient consequence was reported.